Manufacturer narrative:
Initial MDR 2517506-2021-00137 was filed 09-jun-2021. Additional information (09-jun-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed sodium (na) results. A siemens customer service engineer performed maintenance procedures as part of normal troubleshooting for events of this nature. A potential product issue was not identified. Hsc reviewed the instrument data confirming that the instrument and assay were performing acceptably after the service visit. The system is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center regarding discordant falsely depressed sodium results on patient samples on a dimension exl with lm system. Siemens is investigating the event.

Event description:
Discordant falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm system. The discordant results were reported to the physician(s). The same samples were reprocessed on an alternate dimension exl system on the same date. The reprocessed sodium results were higher than the discordant results. Corrected reports were issued within two hours of the original results. The patients were admitted to the facility. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed sodium results.